Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had immediate pain relief at their last reprogramming session on (B)(6) 2018, but all the pain returned suddenly when they got into their car after the appointment. It was reported that the patient uses their stimulation 92% of the day and has tried all 3 options for at least 6 days each before switching. An additional three programs were programmed on (B)(6) 2018 to see if there is an impact on the total nerve pain. It was also reported that the patient was having a new pain middle/upper back where the lead is located. The patient planned to follow up with their healthcare provider (hcp) to address the lead pain. No further complications are anticipated.